Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, throat c while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.